Manufacturer narrative:
Customer's bottle was reported to have been opened on approximately 11/26/96 therefore, use-life date expired on 3/26/97. As of 4/15/97, return product has not been received. Dsi could not confirm complaint based on retention sample test results. No further investigation possible.

Event description:
The contact reported that his father obtained inaccurately high blood glucose readings with test strips, lot 16102a. The pt opened the test strips approx one month ago and immediately began using them. He obtained readings in the 200-300 mg/dl range for a one week time period. The contact stated that his father's blood glucose does not usually go above 160 mg/dl when using another brand of test strips, so they did not believe these readings were accurate. The pt thought there was a problem with his meter so he called another co for assistance. The other co's rep guided the customer through a check strip test and the result was 89 versus a check strip range of 80-107/ the contact did not know whether a normal control solution test was performed with the rep using test strips. The rep sent a box of another brand test strips to the customer. Since initial opening of the new test strips, approx 2 weeks ago, the pt's typical blood glucose readings are again under 160 mg/dl. The code was set correctly for all tests. The desiccant is in the bottle of test strips. The pt was not home when the rep spoke with the contact. He had his meter with him. For this reason, the contact and rep could not perform any tests together.